Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2011-82209.

Event description:
The customer reported that he was hospitalized due to low blood glucose levels. The customer stated that the sensor did not detect his low blood glucose, and he subsequently collapsed and had a seizure. Reviewed the customer's carelink reports, and found that the customer calibrates every 12 hours. The customer calibrates with high blood glucose levels, but he doesn't eat or take insulin within two hours of calibration. Found that the customer may be calibrating with the sensor glucose instead of the blood glucose readings. In addition, the customer is using expired sensors, and wears them for more than three days. The customer has worn them as long as three weeks. The customer was advised to wear the sensors for two to three days, calibrate three to four times a day when his blood glucose levels are stable, and not to use expired sensors. Nothing further was reported.